Event description:
The customer tested his blood glucose using his breeze2 meter and received a result of 529 mg/dl. He retested using another meter and received a reading of 239 mg/dl. The difference between the readings falls in the "c'' zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to return his strips for eval. New meter and test strips were sent.